Manufacturer narrative:
Additional information was received on april 27, 2023. The serial number was obtained and populated in d4. In addition to the right sided capsular contracture reported initially, the patient also began experiencing left sided capsular contracture. This report relates to the right prosthesis. See1645337-2023-05844 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4) on may 17, 2023 mentor became aware that it erroneously reflected the incorrect date of implant in the initial report submitted. The device was implanted on (B)(6), 2020. The initial report erroneously stated that the reuse of reoperation reported under 1645337-2023-02982 recurred two years prior to recurrence of the capsular contracture associated with this event. The surgery took place two months prior to recurrence.

Event description:
It was reported that a 40-year-old caucasian female who underwent breast augmentation revision with a 325cc mentor memorygel breast implant experienced right sided capsular contracture accompanied by pain and soreness post procedure. This patient had a previous incidence of capsular contracture with this device that required reoperation. This event is a recurrence of the capsular contracture roughly two years after this reoperation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).